Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 18-apr-2023. Investigation summary: one sample model mp5303-c was returned for investigation by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe filled with water. The set was unable to be primed. Further visual inspection under the microscope revealed excess solvent near the male luer tubing bonding. The customer complaint that the set was unable to be flushed was replicated. A device history record review could not be performed because a lot number was not provided by the customer. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector was blocked and unable to be flushed. The following information was provided by the initial reporter: "extension tubing defective, used in pre op. Customer was unable to flush."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector was blocked and unable to be flushed. The following information was provided by the initial reporter: "extension tubing defective, used in pre op. Customer was unable to flush."